Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be sent when the investigation is completed. (B)(4).